Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a severely tortuous, severely calcified lesion exhibiting 100% chronic total occlusion in the posterior tibial artery. The device was inspected with no issues. Negative prep was not performed. The lesion was pre-dilated. Resistance was encountered when trying to advance the device below the knee. Excessive force was used during delivery. It was reported the catheter delivery system was deformed. It was reported that there was a kink/twisting of the catheter when advancing the device in the vessel. The patient is reported to be alive with no injury.

Manufacturer narrative:
Photo review: photo 1; image shows a portion of the stent, the distal shaft and the transitional tubing. Also, in the image is what appears to be the support wire. The distal shaft appears stretched and deformed. On magnification of the image it is evident the inner member is damaged. It is not clear from the image to determine if there are kinks present. If information is provided in the future, a supplemental report will be issued.